Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A technician reported inflammation following an intraocular lens (iol) implant procedure. The lens remains implanted. There are three medical device reports associated with this event. This report is associated with the intraocular lenses implanted in the first patient; a separate medical device report will be filed associated with the intraocular lenses implanted in the other two patients.

Manufacturer narrative:
(B)(4).